Manufacturer narrative:
Evaluation summary : it was caused due to a condensation of moisture in the cmos unit by changing the temperature outside of the endoscope. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805.

Event description:
Foggy image, moisture under led cover glasses. This event occurred at the time of before use. There was no report of patient harm.